Event description:
A pt reported blood glucose results of 301 mg/dl and 224 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these gluocose resuls exceeds the expected value of <=20% and/or<=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A walk through test was performed with customer service, the pt obtained blood glucose results of 133 mg/dl and 139 mg/dl with the reported meter.